Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead was undersensing during placement. The lead was removed and replaced and the second lead was reportedly oversensing during placement attempt. The lead was removed. No patient complications have been reported as a result of this event.